Manufacturer narrative:
Customer did not provide sample information. Customer indicated qc shifted higher for transferrin with this lot of calibrator. Customer did not provide calibration data. No other chemistry issues or system errors were noted. A clear root cause has not been determined at this time.

Event description:
A customer reported to beckman coulter inc. (Bci) obtaining transferrin results higher with a new lot of calibrator for two (2) samples. Results were not reported out of the lab. No effect to patients was reported.